Manufacturer narrative:
Parkell received a subpoena from the state of (B)(6) to appear for deposition on july 6, 2018 for an incident that occurred on (B)(6) 2014 with a parkell 500se. Parkell had not been contacted by the patient or user prior to the subpoena. After appearing at the deposition, parkell decided to file this MDR. Per the subpoena: "the manner in which defendant, (B)(6), d.d.s., used the electrosurge, which resulted in high heat production, causing damage to the surrounding soft tissue, bone, and loss of the dental implant. The resulting injury requires extensive surgical reconstruction." There have been no other similar events or MDR reportable events related to the parkell sensimatic 500se. The parkell sensimatic 500se was manufactured from 1995-1999.

Event description:
(B)(6), d.d.s. Used the electrosurge, which resulted in high heat production, causing damage to the surrounding soft tissue, bone, and loss of the dental implant.